Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during use the unit developed a leak. The tube was removed and the patient was reintubated. The customer reported that there was no patient harm.

Manufacturer narrative:
The sample was received for evaluation and the reported event of cuff breakage was confirmed. Inflation/deflation testing performed found the cuff deflated immediately. Visual inspection performed confirmed a cut in the cuff. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. The damage observed in the sample would have been detected during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.